Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same pt/event as MFR #9616680-2012-00676.

Event description:
Revision of abgii modular stem and neck in situ since 2007. Revised with restoration modular to best of ability given the condition of bone and tissue.